Event description:
It was reported the pt was unable to charge using her first charging system as it was not functioning. As a result, a replacement charger was sent to the pt (which the pt claims was not functioning either). Follow-up identified the sjm representative confirmed loss of communication using the charging system. The physician determined the ipg was non-functional as the pt has not been able to charge the ipg in approximately five months. The pt currently does not have stimulation. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.